Manufacturer narrative:
Additional information: describe event or problem, relevant tests/lab data, other relevant history, evaluation codes. Corrected information: device evaluated by MFR?. Device analysis results: there was brown and yellow particle material found on the device shell. The overall shell thickness was measured and found to be within specification. Gel was observed to be cloudy. Deformation of the device was observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The events of pain, lump/nodule and pruritus are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: "pain of varying intensity and duration may occur following implantation. In addition, improper size, placement, surgical technique, or capsular contracture may result in pain associated with nerve entrapment or interference with muscle motion."

Event description:
Governing body additionally reported right side capsular pain at right side, lymph node tumor syndrome, pruritus sine material, axillary ganglions, and anaplastic large cell lymphoma cd30+ alk -.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl)

Manufacturer narrative:
Medwatch sent to FDA on 09/30/2016. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history review (DHR) summary: review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances during manufacturing process. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report from sap was verified and three devices were scrapped during the assembly process which are not related to the reported event . In addition, DHR for shell runs number (B)(4) did not identify any deviations, errors, omissions or non-conformances during shell fabrication process. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy."

Event description:
Governing body reported right side "clinical signs, signs on MRI and on ultrasound. Enlargement of lymph nodes. Anaplastic large cell lymphoma alk-," further specified as, "discovering of anaplastic lymphoma on axillary lymphadenopathy." Alcl diagnosis received in (B)(6) 2016. Treatment includes, "explantation of breast prosthesis and capsulectomy was performed, anatomopathologic result of material was kept, patient will receive a specific treatment by chemotherapy after approval of collegial decision during a multidisciplinary meeting."

Event description:
Governing body reported right side ¿clinical signs, signs on MRI and on ultrasound. Enlargement of lymph nodes. Anaplastic large cell lymphoma alk-," further specified as, "discovering of anaplastic lymphoma on axillary lymphadenopathy." Alcl diagnosis received in may of 2016. Treatment includes, "explantation of breast prosthesis and capsulectomy was performed, anatomopathologic result of material was kept, patient will receive a specific treatment by chemotherapy after approval of collegial decision during a multidisciplinary meeting."